Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which contained the following information: a healthcare professional reported that a low scan of 6 mmol/l was received on the adc device when compared to a finger prick result of 22 mmol/l. The customer had a moderate reaction to ketone and had contact with a healthcare professional who administered insulin (type/dose unknown) for the diagnosis of hyperglycemia. No further information was provided. Adc customer service contacted the hcp (nurse) who indicated that the customer forgot to take a blood strip test therefore, a blood strip test was performed, the sensor was removed and replaced, and ¿everything is fine¿. There was no report of death or permanent injury associated with this event.